Manufacturer narrative:
Further review of this file determined the pump had naturally reached end of life and therapy had been ceased before then. Therefore this event is no longer reportable. No further regulatory reports will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient who was receiving saline via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that an alarm was heard and confirmed by telemetry. A critical alarm occurred. End of service (eos) occurred. The pump was updated to pump off mode. No patient symptoms were reported. The event date was reported to be 2017. No further complications were reported.